Event description:
On (B)(6) 2013, it was reported that during a few da vinci si procedures, the tip covers that were installed on a monopolar curved scissors (mcs) instruments were sliding down the main tube shaft while in use. The site has had the same issue happen a few times in the last couple weeks. It was initially reported that the site always installed the tip cover first and then applied the electro lube on the tips of the mcs instrument; however, when intuitive surgical, inc. (Isi) spoke with the initial reporter again on (B)(6) 2013, the initial reporter stated that she cannot confirm if the correct electro lube application process was used at the time of the reported event. She did not recall seeing any visible damages to the tip covers and stated that the tip covers have been discarded so they are unable to return the tip covers to intuitive surgical, inc. Isi advised the site to report future events and to retain the tip covers for investigational purposes. Nothing reportedly fell into a patient. The planned surgical procedure was completed with another mcs instrument and no patient harm, adverse outcome or injury was reported. There was no adverse event as a result of the reported issues; however, this complaint is being reported because tip covers were allegedly sliding down the shaft of the mcs instruments , which could cause or contribute to an adverse event, if to reoccur.

Manufacturer narrative:
The tip cover accessories have been discarded; therefore, failure analysis on the actual device cannot be conducted. The root cause of the customer reported failure mode has not been determined. If additional information is received, a follow-up MDR will be submitted. The instruments & accessories instructions for use (IFU) specifically states: for the correct application of electro lube follow the instructions below: ensure that the tip cover accessory has been properly installed on the monopolar curved scissors instrument; dispense a drop of electro lube onto the foam pad provided with the electro lube solution. Using the foam pad, apply a thin layer only onto the scissor blades of the instrument ... The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.